Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device change out procedure, the setscrew was fully backed out of the new device and the physician had to removed the grommet to reinsert the setscrew. The grommet was not put back in. The device remains in use. No patient complications have been reported as a result of this event.